Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the shocking they felt in the office at programming resolved when they finished the test. They also stated that initial programming was [problematic]. The patient also stated that they still get a mild shock when they turn the device on in the morning, which goes away after a couple seconds. The patient also alleged that the lead was placed too close to the ¿capsule¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had a shock from the device. The patient sated that they went in to see their healthcare provider to check their ¿circuits¿ and stated that they got quite a jolt. The patient stated that they guessed the lead was placed too close to the edge of their ¿capsule¿. The patient felt a tingling from the tip of their tongue, their lips and down to their toes. They stated that they started to jump out of their chair. The feeling was momentary and went away. No complications or further complications were reported.

Manufacturer narrative:
Patient weight updated.